Manufacturer narrative:
The distributor reported the AED will not power on due to a depleted battery. The battery pack has an expiration date of march 2027. The maintenance schedule is not reported. Analysis of the log files from the AED showed the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. The IFU states: although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported the AED will not power on due to a depleted battery. The customer did not report this event occurred during patient use.